Event description:
Patient underwent lead replacement surgery. The explanting facility does not return explanted devices therefore the explanted lead is not available for analysis. No additional relevant information has been received to date.

Event description:
It was reported that the patient has been seen with high impedance. No additional information has been received to date. No known surgery has occurred to date.